Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during a follow up device check the patient's right atrial (ra) lead had unstable thresholds between 1.5 and 3.0 volts at 1.0 ms. It was also noted that the ra lead dislodged, which was confirmed on x-ray during the lead revision. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.